Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 42 mg/dl or 50 mg/dl. The customer treated with sugar tabs and suspended the pump. The customer troubleshot and blood glucose is now 125 mg/dl. The insulin pump will not be returned for analysis.